Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('tried to remove some metal pieces from the essure'), embedded device ('right essure device appears to be located about 3 mm apart in the uterine wall'), device expulsion ('right essure device appears to be located about 3 mm apart in the uterine wall'), pelvic inflammatory disease ('pelvic inflammatory disease'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, breast reduction and shoulder pain. Concurrent conditions included arthritis. Concomitant products included hydroxychloroquine and lorazepam. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("hypersensitivity reaction,nickel allergy"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (essure removed, hysterectomy with bilateral salpingectomy., total vaginal hysterectomy, right salpingectomy, endometrial ablation and vaginal hysterectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, pelvic inflammatory disease, bladder disorder, urinary tract disorder, nausea and abdominal pain lower outcome was unknown, the vaginal haemorrhage and allergy to metals was resolving and the heavy menstrual bleeding, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, intermenstrual bleeding, migraine and female sexual dysfunction had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, device breakage, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding received treatment for bleeding? Yes. Essure insertion date provided as : maybe 2010 (pfs). Discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Everything was placed correctly. Imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record: device expulsion, embedded device. Lot number: 626147, manufacture date: 2007-10, expiration date: 2009-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('tried to remove some metal pieces from the essure'), embedded device ('right essure device appears to be located about 3 mm apart in the uterine wall'), device expulsion ('right essure device appears to be located about 3 mm apart in the uterine wall'), pelvic inflammatory disease ('pelvic inflammatory disease'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, breast reduction and shoulder pain. Concurrent conditions included arthritis. Concomitant products included hydroxychloroquine and lorazepam. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("hypersensitivity reaction,nickel allergy"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (essure removed, hysterectmony with bialteral salpingectomy., total vaginal hysterectomy, right salpingectomy, endometrial ablation and vaginal hysterectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, pelvic inflammatory disease, bladder disorder, urinary tract disorder, nausea and abdominal pain lower outcome was unknown, the vaginal haemorrhage and allergy to metals was resolving and the heavy menstrual bleeding, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, intermenstrual bleeding, migraine and female sexual dysfunction had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, device breakage, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding received treatment for bleeding? Yes essure insertion date provided as : maybe 2010 (pfs) discrepancy noted: date(s) of insertion: (B)(6) 2008. (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Everything was placed correctly. Imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record: device expulsion, embedded device. Lot number: 626147 manufacture date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received: reporter added. Event pelvic inflammatory disease added. Ablation surgery was added to event vaginal hemorrhage and menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('tried to remove some metal pieces from the essure'), embedded device ('right essure device appears to be located about 3 mm apart in the uterine wall'), device expulsion ('right essure device appears to be located about 3 mm apart in the uterine wall') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, breast reduction and shoulder pain. Concurrent conditions included arthritis. Concomitant products included hydroxychloroquine and lorazepam. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("hypersensitivity reaction,nickel allergy"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (essure removed, hysterectomy with bilateral salpingectomy. And total vaginal hysterectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, bladder disorder, urinary tract disorder, nausea and abdominal pain lower outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, migraine and female sexual dysfunction had resolved and the allergy to metals and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, device breakage, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding received treatment for bleeding? Yes essure insertion date provided as : maybe 2010 (pfs) discrepancy noted: date(s) of insertion: (B)(6) 2008. (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Everything was placed correctly. Imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record: device expulsion, embedded device lot number: 626147 manufacture date: 2007-10 expiration date: 2009-09 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: no new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device appears to be located about 3 mm apart in the uterine wall'), device expulsion (', right essure device appears to be located about 3 mm apart in the uterine wall'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, breast reduction and shoulder pain. On (B)(6)2010, the patient had essure inserted. In 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity reaction"), migraine ("migraines / headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (essure removed and total vaginal hysterectomy, right salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, device expulsion, hypersensitivity, migraine, bladder disorder, urinary tract disorder, nausea, female sexual dysfunction and abdominal pain lower outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding received treatment for bleeding? Yes essure insertion date provided as : maybe 2010 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2017: essure confirmation test(s) (unspecified) bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record: device expulsion, embedded device. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs and mr received : events- "hypersensitivity reaction, migraines / headaches, bladder problems, urinary problems, nausea, apareunia (inability to have sexual intercourse), left lower quadrant pain, right essure device appears to be located about 3 mm apart in the uterine wall", reporter, lab data, medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('tried to remove some metal pieces from the essure'), embedded device ('right essure device appears to be located about 3 mm apart in the uterine wall'), device expulsion ('right essure device appears to be located about 3 mm apart in the uterine wall') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, breast reduction, and shoulder pain. Concurrent conditions included arthritis. Concomitant products included hydroxychloroquine and lorazepam. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("hypersensitivity reaction,nickel allergy"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (essure removed, hysterectomy with bilateral salpingectomy. And total vaginal hysterectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, bladder disorder, urinary tract disorder, nausea and abdominal pain lower outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, migraine and female sexual dysfunction had resolved and the allergy to metals and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, device breakage, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding received treatment for bleeding? Yes essure insertion date provided as : maybe 2010 (pfs). Discrepancy noted: date(s) of insertion: (B)(6) 2008. (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Everything was placed correctly. Imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record: device expulsion, embedded device. Lot number: 626147. Manufacture date: 2007-10. Expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : event device breakage was added. Reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device appears to be located about 3 mm apart in the uterine wall'), device expulsion (', right essure device appears to be located about 3 mm apart in the uterine wall') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, breast reduction and shoulder pain. Concurrent conditions included arthritis. Concomitant products included hydroxychloroquine and lorazepam. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("hypersensitivity reaction,nickel allergy"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (essure removed and total vaginal hysterectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, bladder disorder, urinary tract disorder, nausea and abdominal pain lower outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, migraine and female sexual dysfunction had resolved and the allergy to metals and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding received treatment for bleeding? Yes essure insertion date provided as : maybe 2010 (pfs) discrepancy noted: date(s) of insertion: (B)(6) 2008. (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Everything was placed correctly. Imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record: device expulsion, embedded device lot number: 626147 manufacture date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device appears to be located about 3 mm apart in the uterine wall'), device expulsion (', right essure device appears to be located about 3 mm apart in the uterine wall') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, breast reduction and shoulder pain. Concurrent conditions included arthritis. Concomitant products included hydroxychloroquine and lorazepam. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("hypersensitivity reaction,nickel allergy"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (essure removed and total vaginal hysterectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, bladder disorder, urinary tract disorder, nausea and abdominal pain lower outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, migraine and female sexual dysfunction had resolved and the allergy to metals and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding received treatment for bleeding? Yes essure insertion date provided as : maybe 2010 (pfs). Discrepancy noted: date(s) of insertion: (B)(6) 2008. (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Everything was placed correctly. Imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record: device expulsion, embedded device. Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received. New event: abnormal bleeding (vaginal) added. Allergic reaction updated to nickel allergy. Onset dates and outcome for events were added. Concomitant drugs and condition added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding received treatment for bleeding? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury nos was replaced with events from pfs: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding. Outcome of pain and bleeding were added. Essure removal information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.